Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced for what appeared to be a product performance anomaly. Other than the intervention no additional adverse patient effects were reported. This ra lead has been returned for analysis; however, results of investigation are not available at time of submission of this report. A supplemental report will be submitted was analysis has been completed.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced for what appeared to be a product performance anomaly. Other than the intervention no additional adverse patient effects were reported. This ra lead has been returned for analysis; however, results of investigation are not available at time of submission of this report. A supplemental report will be submitted was analysis has been completed. Additional information was received stating that this ra lead exhibited loss of capture (loc) for which a chest x ray was performed. Subsequently, lead dislodgment due to improper post procedure care was observed. Subsequently this ra lead was explanted and replaced. Other than the intervention, no additional adverse patient effects were reported. This ra lead has been returned for analysis; however, results of investigation are not available at time of submission of this report. A supplemental report will be submitted was analysis has been completed.